Manufacturer narrative:
Additional information was added to h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a hair located between the tubing and the y-site clearlink. The reported condition was verified. The cause of the condition was determined to be related to the final assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair was embedded in one of the y-sites of the primary line of a clearlink system continu-flo solution set. This was noticed during compounding prior to patient use. There was no patient involvement. No additional information is available.